Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in finland. It was reported that patient faced infusion set tubing came apart at the site, leading to leakage on (B)(6) 2026. The insertion site was at thigh. The infusion set had been in use for less than three days. No further information is available.